Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture" and "folding of the membranes.". This record is for the right side. Device remains implanted. Return status is unknown.